Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Device received in a condition which made analysis impossible. Unable to test because a used strip was returned.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: hi (greater than 600 mg/dl) and 65 mg/dl. Customer had hypoglycemic symptoms with the readings. Customer drank a glass of milk and ate a cookie to self-treat. Customer felt better. No actions taken based on device results. No adverse event reported. Requested return of suspect device and strips, and replacement was sent.